Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and required maintenance. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer replaced the retractor band on auxiliary half height drawer 1.2. Initiated a final test via the hardware test application, and the test passed successfully. The fse realigned the ball bearing cage and installed two new slide bumpers on the slide railings for main half height drawers 1.1 and 1.2. The system functioned as intended after the field service engineer repaired the device.